Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. This event was originally thought to involve a recalled mesh lot and was reported in accordance with rae. Further review of the event info indicates that the mesh may not be a recalled lot (based on implant date), therefore, we are re-reporting this event via a standard MDR process.

Event description:
Attorney reported: the event info translated from the foreign legal civil: in 2006, the pt was admitted to the ICU. The next day, the pt underwent exploratory surgery. The pt was in a coma after the surgery. The following month, the pt had methylthionine chloride dropped into pt, to check for intestinal leakage. Eleven days later, the pt underwent surgery to have the mesh explanted. In early 2007, the pt underwent surgery to excise the leaked intestinal section. "A residual sinus tract on the abdominal wall which needs to dress for a long time. And due to a long-term coma, the pt has an obvious mental decline and has no mental recovery through treatment."